Event description:
The below report was received by health authority ansm (reference number: (B)(6) on 17-jan-2024. This spontaneous case was originally reported by a consumer and describes the occurrence of pelvic pain ("pelvic pain") in an adult female patient who had essure inserted (lot no. 855621) for female sterilisation. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2011, the patient had essure inserted. In 2012 she experienced urinary tract infection ("urinary tract infections"). In 2019 she experienced cervical dysplasia ("cervix dysplasia"). In 2021 she experienced ovarian cyst ("a 7 cm ovarian cyst grew very quickly and drilled, causing significant pain.") And adnexa uteri pain (" a 7 cm ovarian cyst grew very quickly and drilled, causing significant pain."). On unknown date she experienced pelvic pain (seriousness criterion intervention required), pruritus ("recurrent itching in arms"), anal pruritus ("recurrent itching in anus"), vulvovaginal pruritus ("recurrent itching in pubis"), fatigue ("strong fatigue"), myalgia (" muscle pain"), arthralgia (" joint pain (knees, cervical, lumbar, pelvis, hips, sacrum, ankles) "), neck pain ("cervical pain"), gait disturbance ("difficulty walking for a long time"), limb discomfort ("feeling of heavy legs"), paraesthesia ("tingling in the hands"), dry eye ("significant eye dryness"), eye pain ("eye pain"), burnout syndrome ("burnout"), memory impairment ("memory disorder"), disturbance in attention (" concentration disorders"), pain ("nocturnal pain in the whole body"), paralysis ("paralysis"), migraine ("migraine") and dental caries ("tooth dying with no reason"). The patient was treated with surgery (to remove essure subtotal hysterectomy scheduled on (B)(6) 2024, conization on (B)(6) 2019 and ablation of the ovary and 5 cm of the tube with the cyst). At the time of the report, the outcomes for pelvic pain, urinary tract infection, pruritus, anal pruritus, fatigue, cervical dysplasia, myalgia, ovarian cyst, adnexa uteri pain, arthralgia, neck pain, gait disturbance, limb discomfort, paraesthesia, dry eye, eye pain, burnout syndrome, memory impairment, disturbance in attention, pain, paralysis, migraine and dental caries were unknown. No causality assessment was received for essure with regard to urinary tract infection, pruritus, anal pruritus, vulvovaginal pruritus, fatigue, cervical dysplasia, myalgia, ovarian cyst, adnexa uteri pain, arthralgia, pelvic pain, neck pain, gait disturbance, limb discomfort, paraesthesia, dry eye, eye pain, burnout syndrome, memory impairment, disturbance in attention, pain, paralysis, migraine or dental caries. The reporter commented: nickel, chrome and cobalt (essure) allergy testing scheduled on (B)(6) 2024". Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 57 kg. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data, should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
The below report was received by health authority ansm (reference number: (B)(4)) on (B)(6) 2024. The most recent information was received on (B)(6) 2024. This spontaneous case was originally reported by a consumer and describes the occurrence of pelvic pain ("pelvic pain") in an adult female patient who had essure inserted (lot no. 855621) for permanent contraceptive tubal implant. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2011, the patient had essure inserted. In 2012 she experienced urinary tract infection ("urinary tract infections"). In 2019 she experienced cervical dysplasia ("cervix dysplasia"). In 2021 she experienced ovarian cyst ("a 7 cm ovarian cyst grew very quickly and drilled, causing significant pain.") And adnexa uteri pain (" a 7 cm ovarian cyst grew very quickly and drilled, causing significant pain."). On unknown date she experienced pelvic pain (seriousness criterion intervention required), pruritus ("recurrent itching in arms"), anal pruritus ("recurrent itching in anus"), vulvovaginal pruritus ("recurrent itching in pubis"), fatigue ("strong fatigue"), myalgia (" muscle pain"), arthralgia (" joint pain (knees, cervical, lumbar, pelvis, hips, sacrum, ankles) "), neck pain ("cervical pain"), gait disturbance ("difficulty walking for a long time"), limb discomfort ("feeling of heavy legs"), paraesthesia ("tingling in the hands"), dry eye ("significant eye dryness"), eye pain ("eye pain"), burnout syndrome ("burnout"), memory impairment ("memory disorder"), disturbance in attention (" concentration disorders"), pain ("nocturnal pain in the whole body "), paralysis ("paralysis"), migraine ("migraine") and dental caries ("tooth dying with no reason"). The patient was treated with surgery (to remove essure subtotal hysterectomy scheduled on (B)(6) 2024, conization in (B)(6) 2019 and ablation of the ovary and 5 cm of the tube with the cyst). At the time of the report, the outcomes for pelvic pain, urinary tract infection, pruritus, anal pruritus, fatigue, cervical dysplasia, myalgia, ovarian cyst, adnexa uteri pain, arthralgia, neck pain, gait disturbance, limb discomfort, paraesthesia, dry eye, eye pain, burnout syndrome, memory impairment, disturbance in attention, pain, paralysis, migraine and dental caries were unknown. No causality assessment was received for essure with regard to urinary tract infection, pruritus, anal pruritus, vulvovaginal pruritus, fatigue, cervical dysplasia, myalgia, ovarian cyst, adnexa uteri pain, arthralgia, pelvic pain, neck pain, gait disturbance, limb discomfort, paraesthesia, dry eye, eye pain, burnout syndrome, memory impairment, disturbance in attention, pain, paralysis, migraine or dental caries. The reporter commented: nickel, chrome and cobalt (essure) allergy testing scheduled on (B)(6) 2024". Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 57 kg. Lot number: 855621 manufacture date: (B)(6) 2014 expiration date: (B)(6) 2014. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available the most recent follow-up information incorporated above includes data received on: (B)(6) 2024: quality safety evaluation of ptc. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data, should any new and reportable information become available from our investigation, this will be provided in a supplementary report.